Event description:
This report address the use error, reuse of supplies. During troubleshooting when the home patient (hp) contacted baxter, the hp stated that the supply bag was not draining and refilling heater bag. The hp did not have any unused supply line available for use. The baxter technical representative (tsr) advised the hp to end therapy. The hp refused to end therapy and instead disconnected the non working supply bag then added a new supply bag to the used supply line. The hp resumed therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error, reuse of single use product during the fill stage 3 of 4, where the home patient disconnected the non working supply bag then added a new supply bag to the used supply line. This complaint is confirmed because reconnecting a disconnected solution bags is a use error that can cause contamination. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, product surveillance spoke with the nurse regarding the reported issue and use error. The nurse stated that the home patient (hp) is aware of proper procedures and is continuing therapy without any issues at this time, however she would talk to the hp and review the procedures again. The nurse stated that the sample and lot number will not be available since the hp is trained to discard supplies after use.